Event description:
It was reported to boston scientific corporation in 2009, that a rx pre-curved ercp cannula was used during an endoscopic retrograde cholangiopancreatography procedure. According to the complainant, during the procedure, the fluoroscopic marker on the rx cannula detached in the patient. The physician swept the patient with a balloon and successfully retrieved the marker. The procedure was completed with another rx pre-curved ercp cannula. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(Radiopaque marker detached). The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.